Manufacturer narrative:
Product event summary: the device was returned and analyzed. Visual examination of the connector noted no anomalies. Received device in unopened original shipping package.

Event description:
It was reported that prior to use the implantable cardioverter defibrillator (ICD) displayed a gray longevity estimator graphic indicating low telemetry battery voltage. The device was not utilized for implant. The device was interrogated again approximately 48 hours later with the same result. No patient complications have been reported as a result of this event.